Event description:
The remstar auto device was returned to a third-party service center as part of the sound abatement foam recall process with no initial alleged complaint during the evaluation of the device, the service technician observed complete foam particles within the blower. Device had dust contamination. In addition, the device had displayed error code/displayed error code e050 (err_daily_values_corrupt) as seen in the device log. The device was scrapped by the service center after the evaluation was completed.